Event description:
It was reported that the level 1 hotline low flow system (hl-90) had no audible alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noticed cracks on the water tank cover, front cover, and enclosure. In addition, the unit was missing the bumper feets and reflex plug. The unit also had old style components included in the enclosure and pcb. The customer reported product problem was replicated following power up. The product problem was attributed to a faulty speaker on the pcb from normal wear and tear. The unit was deemed beyond economical repair due to its old age. No repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.